Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The patient believed needing to reach out to an urologist to address the experience. No additional information was reported.